Event description:
On january 20, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
Review of the sensor data available in the data management system (dms) indicated that calibrations were within acceptable limits, and differences could to the lag between bg and sg, which is inherent to the sensing technology. Multiple attempts were made to contact representative to provide assistance, but the rep was unresponsive. As more details were necessary to properly assess the issue, the case was closed due to lack of response. This MDR is submitted retrospectively following an internal review.